Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak identified in five (5) homechoice cassettes. This occurred during priming for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available. However, a video of the sample was provided for evaluation. A visual inspection of the video noted, solution drops leaking from the cassette. The reported condition was verified for the one sample in the video. The cause of the condition could not be determined. The remaining four samples were not returned for evaluation. Therefore, the reported condition could not be verified or refuted. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.